Event description:
After 24 months of implantation, this ICD was electively explanted as a result of the ela medical initiated "field action" regarding possible premature battery depletion concerning a limited number of alto ICD's.